Event description:
Caller reported a cartridge alarm 20 during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in loading a new cartridge correctly, after which the caller successfully resumed insulin therapy and the issue was resolved.